Event description:
The manufacturer was notified on (B)(6) 2015 of a mitroflow valve was degeneration after 4 years. The valve remains implanted because a valve in valve procedure with a tavi valve was performed.

Manufacturer narrative:
(B)(4). Provided clinical history of the patient from the surgery report received from the implanting hospital, the patient was affected by monckeberg disease. As reported in the scientific literature the monckemberg disease is associated with calcification of cardiac valves and widespread soft tissue calcification ( couri ce, da silva ga, martinez ja, pereira fde a, de paula fj (2005). "Mönckeberg's sclerosis - is the artery the only target of calcification?". Bmc cardiovasc disord 5: 34). The clinical history of the patient also showed different risk factors ( hta, diabetes type ii, dyslipidemia, tobacco user and severe obesity) that might have contributed to this structural valve deterioration of the mitroflow valve. We noticed that this follow up # 1 report was not found in the webtrader submissions. The report was prepared for sending on sep 30, 2015 but inadvertently was not uploaded on the webtrader. Device not returned to manufacturer.

Manufacturer narrative:
The complete manufacturing and material records for the subject valve was pulled and reviewed by quality control at sorin group (B)(4). The results confirmed that the mitroflow valve (B)(4) satisfied all material, visual, and performance standards required for amitroflow valve at the time of manufacture and release. Valve remained implanted.